Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial medwatch reported that during the device evaluation, the duodenovideoscope exhibited foreign material in the air channel. Upon further evaluation of the subject device, it was confirmed that there were no reportable malfunctions associated with the subject device, including no foreign material, just air flow issues. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air channel. There were no reports of patient involvement.